Event description:
(B)(4). Since having essure implants, I've had pelvic pain everyday, painful intercourse , I get the shakes to where my hands lock and curve with fainting, weight gain on full mode (I've never been a big person).